Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous distal right coronary artery. While removing a 2.5x16mm promus element stent from the packaging, it was noted that the stent dislodged from the stent delivery system while outside of the patient anatomy. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during the preparation for a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous distal right coronary artery. While removing a 2.5x16mm promus element stent from the packaging, it was noted that the stent dislodged from the stent delivery system while outside of the patient anatomy. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the stent dislodged from the balloon and was sitting inside the balloon stent protector. The proximal end of the stent was severely stretched for approximately 17mm in length, the distal end that was inside the protector was intact. The balloon of the device was visually and microscopically examined and it was found there was a build up of solidified contrast media present inside the balloon and also in the inflation lumen. From the condition of the balloon it was not possible to see the crimp marks on the balloon. The balloon was not tightly wrapped and was subjected to positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 670mm distal from the catheter's strain relief. Several smaller kinks were also identified along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system.. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).